Manufacturer narrative:
(B)(4). Device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent additional information received: did the tissue pad melt? Only a very distal part of the pad melted and very tiny part is likely to fall off. Or did any part of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) No pad detached and fell off into a patient. If yes, did any piece fall into the patient? N/a. Does the surgeon activate the device with the jaws closed, with no tissue between the jaws? The surgeon did not activate the device with jaws closed and with no tissue between the jaws in most of the time.

Manufacturer narrative:
(B)(4). Additional information received advising that the tissue pad melted and did not detached. The event no longer meets the criteria for a reportable event. Did the tissue pad melt? Only a very distal part of the pad melted and very tiny part is likely to fall off. Or did any part of the tissue pad detach from the clamp arm and fall off? (No pad detached and fell off into a patient. If yes, did any piece fall into the patient? N/a. Was the piece retrieved? N/a. Does the surgeon activate the device with the jaws closed, with no tissue between the jaws? The surgeon did not activate the device with jaws closed and with no tissue between the jaws in most of the time.

Event description:
It was reported that during a laparoscopic nephrectomy procedure, the device was new and used properly. After two hours of usage, the surgeon found that a tiny part of a tissue pad was tore in a distal tip part. He is concerned that a tiny part of tissue may have fallen off into the patients abdominal. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.